Manufacturer narrative:
(B)(4). Product evaluation: service and repair could not verify customers complaint of excessive heat; the handpiece was not running when it was received, could not perform pre-repair temperature tests. Disassembled housing and found that the rear seals and bearings were corroded due to dried saline; replaced the rear seals and bearings. The handpiece was repaired, cleaned and tested to manufacturing specifications.

Event description:
It was reported that the handpiece heated up in less than a minute. They wrapped a towel around it and moved it off to the side; another device was used for the procedure. There was no patient impact.